Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead triggered red alerts due to out-of-range shock impedance measurements greater than 125 ohms. This was not a sudden spike in impedance measurements, and shock impedance measurements had been high but variable. Possible lead calcification was reviewed. The upper limit was reset to 150 ohms. Technical services (ts) discussed considering commanded shock testing, and it was noted that the device had never delivered a shock. This rv lead remains in service. No adverse patient effects were reported.